Event description:
It was reported that the programmer would not interrogate implantable heart devices. It was further noted that the radiofrequency programmer head was changed out but the situation did not resolve. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the programmer was not able to interrogate, as a result the link electronic module (lem) circuit board was replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).